Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 07/28/2014. The strip lot #d6160617-1 was manufactured on 06/17/2016 and expired in 06/2018. Ok biotech received no complaints from same manufacturing batch of strips . We tested the same batch of retain strip in our office, the control solution tests for level low were 63/65 mg/dl; for level high were 258/260 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 7:00 am after having issues with his prodigy diabetes glucose meter. There was an issue with inconsistent power which would not allow the end user to test his blood glucose on a regular basis. The end user was sweating along with shaking and attempted to check his blood glucose but his meter would not power on. The end user was taken to the ER and upon arrival his blood glucose was 50 mg/dl. He received fluids and insulin to assist with stabilizing his blood glucose level. After 3 hours in the ER the end user was discharged with a blood glucose level of 95 mg/dl. He was instructed to keep monitoring his blood glucose levels. No additional information was provided in relations to this medical event.